Manufacturer narrative:
(B)(4). Received problem description was not accurate as the mentioned technical error number does not exist. The stated number was actually the serial number of the reported ventilator. Therefore information regarding the correct technical error and taken measures as well service report and logs were requested. According to received information, the customer had not created a purchase order and therefore no getinge employee had been dispatched to the site. This implicates that the customer is self-servicing, or had contacted another service provider. Thus no further information could be obtained. No other complaints were found from this customer or for the reported ventilator. The root cause of the reported issue cannot be determined since it is unclear which technical error was generated during the reported event and no further information regarding replaced parts or how the issue was solved nor the logs were received.

Event description:
(B)(4).

Event description:
It was reported that the ventilator system generated a technical error, no further detailed was given. There was no patient involvement. (B)(4).